Event description:
Customer reported the x-ray lamp is damaged and the foot switch intermittently does not work. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray on lamp and the foot switch. System operates as intended. This MDR is related to ge healthcare complaint number.